Manufacturer narrative:
This supplemental report is being submitted, to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc), and investigated as follows: [reported phenomenon]: no image, [combination devices]: the subject device and otv-s300 (a video processor owned by omsc), [test and check item]: to connect the above combination devices, the subject device and the video processor, and check if the reported phenomenon occurs. [Check result]: it could not duplicate the reported phenomenon. [Conclusion]: the root cause of the reported phenomenon could not be identified. [Consideration]: the error e216, are errors that, occur when communication with the camera head (the subject device) is poor. It was presumed, that an accidental communication failure occurred, and the image was temporarily invisible, and the error e216 was displayed (and the image could not be seen). The confirmation results are shown below; -it was reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. -it was confirmed that there was no repair history for the subject device. As a result of the investigation by omsc, it could not duplicate the reported phenomenon. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was inspected at olympus (B)(4) and it was found as follows; -it was checked and tested with in the simulating the user's facility environment. The image was noisy occasionally when the electric knife was used, and the frequency was once in 80 times. -the user¿s other combination devices, the ultrasonic generator (esg-400) and video processor (otv-s190) had no abnormality. -according to the field service engineer, no abnormality was found when user used the spare device of the same model for the subject device at the user facility. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user via the field service engineer of olympus (B)(4) that the image on the subject device was temporarily disappeared, in addition, the image of the subject device was intermittently disappeared when the error e216 which indicates there was the communication problem between the subject device and the video processor was displayed, during the cholecystectomy procedure with the electric knife. The intended procedure was completed with the subject device. There was no patient injury associated with this report.